Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-sep-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an impedance check found electrode 0 had greater that 10000 ohms. When an impedance check was run using electrode 1 as the reference all other electrodes were within normal limits. No actions were taken and the issue was not resolved at the time of the report. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cause was not determined. No interventions were performed and the issue was not resolved. The provided information was confirmed with the physician/account. No further complications were reported/anticipated.